Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. Additionally, a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump.